Event description:
It was reported that loaner staff noticed the breakage of the trial insert which was used in the hospital and returned to the loaner. According to the hospital, the breakage occurred when it was off from the trial baseplate after trial.

Manufacturer narrative:
An event regarding fracture involving a specialty triathlon pkr 8/9mm universal insert trial per file (B)(4) was reported. The event was confirmed. A material analysis confirmed that no material or manufacturing defects were observed. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed other similar events for the reported lot. The investigation concluded that the triathlon pkr 8/9mm universal insert trial broke from an overload condition. There was damage at the fracture initiation site from contact with a hard object. No material or manufacturing defects were observed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that loaner staff noticed the breakage of the trial insert which was used in the hospital and returned to the loaner. According to the hospital, the breakage occurred when it was off from the trial baseplate after trial.